Event description:
The iab leaked and the iab was removed. No second was inserted. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. Event complications: none from the event - rpt'd 3/27/97. Pt current status: unk - rpt'd 3/27/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.